Event description:
Medtronic received information regarding a navigation system during system service. It was reported that  a manufacturer representative (rep) checked found ball malfunction in supporting instrument and the camera was not tracking the instrument. The ball was replaced and the instrument worked as intended. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: computer 9735764 nav with pcoip s8 svc. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.